Event description:
The customer reported the device will not run on dc power. No patient involvement reported.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified.